Manufacturer narrative:
(B)(6). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the spouse reported that the patient's stoma was red, warm to touch, and had foul smelling drainage. On (B)(6) 2018, the patient went to the emergency room and was hospitalized and treated with intravenous vancomycin. The patient's physician stated that there was a stoma site abscess build up which was lanced. The physician stated the patient will require surgery to remove the abscess and then the peg / j tubes will be removed.